Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-11001 which was submitted on december 25, 2020. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event. Omsc confirmed the following additional information. This complaint was initiated as "foreign material/stain in the gaps of the cableboot - insufficient reprocessing (cleaning)", so the investigation was required. However, based on the investigation results by oekg, it was confirmed that there was no "foreign material/stain in the gaps of the cableboot".

Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc confirmed the following additional information. It was not confirmed that there was foreign material/stains in the gaps of the cable boot due to insufficient reprocessing (cleaning). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, the image of the subject device was in abnormal colors. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) (oekg) checked the subject device and found that the image of the subject device was distorted and color impurities. The cable of the subject device was broken. There were heavy contamination on the head and switch unit.